Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed between the catheter and the sheath. The sheath was not a maquet product and was returned over the catheter. Three kinks were found on the catheter tubing approximately 75.2cm, 74.4cm, and 53.1cm from the iab tip. Additionally, two kinks were found on the catheter tubing and inner lumen approximately 70.1cm and 46.7cm from the iab tip. The optical fiber was found to be broken 14.0cm from the iab tip. The extender tubing was also returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported, that after approximately 48 hours of intra-aortic balloon (iab) therapy. The cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message. The customer disconnected the fiber optic cable, and began transducing the central lumen of the catheter successfully. The patient had remained stable. There was no patient harm adverse event reported.